Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) implant procedure, the gfd pushed outward against the scleral flap, ultimately going through and exposing the external plate. A trabeculectomy was performed to another part of the patient's eye as there was no filtration bleb formed. The outflow pathway by trabeculectomy is functioning without any problem (filtration bleb is formed) and there is no health hazard reported by the patient. The intraocular pressure (iop) is stable after the trabeculectomy. The gfd remains implanted. Additional information was provided by the ophthalmic surgeon, who reported additional details regarding the initial report that the gfd was observed to be exposed under the conjunctiva approximately six months after surgery. The tip of the gfd was in contact with the cornea. Two weeks after surgery, a suture lysis was performed postoperative. Two months after surgery, the patient had increased iop. A needling and a trabeculectomy were performed to decrease the iop.